Event description:
It was reported that a pump malfunction occurred with malfunction code 12, and no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if issue returned, and acknowledged and understood guidance.